Manufacturer narrative:
Device passed displacement test, selftest, active current measurement, and sleep current measurement. No unexpected pump error 24 noted during testing or in pump history files. However, device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to clear the alarm, power loss alarm and program the insulin pump. Customer stated that they performed self test and insulin pump passed it. Insulin pump had second occurrence of pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.